Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Analysis was unable to perform the no delivery test due to button/keypad anomaly. The pump was received with cracked display window corner, battery tube threads, reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a no delivery alarm and button error. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to be performed. The device will be returned for analysis.